Manufacturer narrative:
The manufacturer was unable to verify the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator.

Event description:
It was reported that the ventilator would increase the breath rate by 30 to 40 when peep was added and that it would not hold the set respiratory rate when peep was added.